Event description:
It was reported by the patient's mother when the pod was applied, the patient did not feel a pinch. When the pod was removed, the patient's mother noticed the cannula did not deploy. The pod was worn for between 1 and 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. The needle mechanism was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. The exposed portion of the soft cannula was observed to be torn away, with the origin of the tear on the bevel of the nailhead. The timing and cause of the observed cannula damage could not be determined.